Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported after the pt's procedure, for a permanent scs system, she experienced intense vomiting for 2 days. X-rays were taken and revealed lead migration. F/u info revealed the pt underwent surgical intervention on (B)(6) 2013 and her lead was revised. The pt has not reported any add'l episodes of vomiting.